Manufacturer narrative:
The manufacturer had previously reported that a ventilator inoperative error code was found in the device's event log and the software was reloaded to address the issue. Section b.2 had an incorrect selection of "death". There was no adverse event or death associated with this occurrence. The outcome of death was selected in error.

Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at a third party service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's software was reloaded to address the issue.